Event description:
It was reported that the PICC was inserted on 30/3/20. Pt was receiving 5fu non-vesicant drug. This was discovered to have pooled under dressing at time of disconnection of the infusor. The patient¿s line was removed and plans made to replace the PICC line for the next session of chemotherapy. The pt is 57kgs and 177cms tall. As is routine practice a securacath was inserted at the time of line insertion.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue on the returned sample. The ink on the extension leg, molded joint, and the 3 cm through 5 cm depth markers was observed to be worn and faded. Kinks were observed in the catheter about 3.5 cm and 4.7 cm distal to the molded joint. A small split was observed in the catheter at the location of the kink about 4.7 distal to the molded joint. A microscopic observation revealed the split was slightly curved with rough edges, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be wrinkled and pilling at some locations leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redt2944 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt2944 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted on (B)(6) 2020. Pt was receiving 5fu non-vesicant drug. This was discovered to have pooled under dressing at time of disconnection of the infusor. The patient¿s line was removed and plans made to replace the PICC line for the next session of chemotherapy. The pt is (B)(6) kgs and 177 cms tall. As is routine practice a securacath was inserted at the time of line insertion.